Event description:
It was reported that the device exhibited a charge circuit timeout with the device at end of service (eos). The device was programmed off, and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.